Event description:
Account reports, "quite a few, about 10" incidents in which during usage, cracking occurs at the area of "the white handle that connects to the clear part." Rptr stated sometimes lipids are being infused. Rptr stated they have not had any pt compromise, however, they are concerned because some pts receive vasoactive drips, and the loss of just one drip can make a difference.